Manufacturer narrative:
(B)(4). Batch # p93j9k. The analysis results found that the mcm30 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the clip cut the vascular tissue? No information. Did the jaws of the device cut the vascular tissue? No information. How was the vascular tissue repaired? The damaged vascular tissue was ligated. No further information will be provided.

Event description:
It was reported that during an open unknown procedure, the vascular tissue was damaged when the blood vessel was clipped. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.